Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The target lesion was located in the coronary artery. A 2.50mmx16mm synergy ii everolimus-eluting stent was advanced for treatment; however, it was unable to cross the lesion and a small flow-limiting vessel dissection was noted at the edge of the lesion, distal to the stent. Other synergy stents were used to cover the dissection and lesion. No patient complications were reported and the patient's status was stable.